Event description:
Related manufacturer reference number: 2017865-2025-14497. It was reported that the patient presented to the emergency department feeling fatigued, and with a slow heart rhythm. Upon device interrogation, the ventricular leadless pacemaker was failing to capture due to high thresholds. Programming changes were performed. Days later, upon another device interrogation, the aveir system was found operating in rom mode. The devices were successfully restored to normal function. The patient condition was stable.